Manufacturer narrative:
Adverse event, corrected data: previously submitted MDR should have indicated that the event was also reportable as a serious injury as the uncontrolled seizures was likely an increase. This report is being submitted to correct this information. Outcomes attributed to adverse event, corrected data: previously submitted MDR should have indicated that the intervention was taken as the uncontrolled seizures was likely an increase. This report is being submitted to correct this information.

Event description:
It was reported that the patient underwent generator and lead replacement due to lead discontinuity. The explanted generator was received for analysis. The returned product form indicated that the lead was also return; however, the lead was not in the returned packaging. An implant card was received indicating that both the generator and lead were replaced. Analysis of the generator was completed on 12/02/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was referred to surgeon for the vns "not working". It was also reported that the patient's seizures are not controlled. Further follow-up revealed that device diagnostics resulted in high impedance and the patient was referred to the surgeon. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.